Event description:
Event description guidant received information that the during a routine follow-up exam, it was noted that the implantable cardioverter defibrillator (ICD) had declared 13 non-sustained ventricular fibrillation (vf) episodes. Evaluation of the electrograsm by guidant's technical services department confirmed myopotential oversensing resulting in pacemaker inhbition. It was reported that the patient was not syptomatic with the inhibition.